Manufacturer narrative:
No UDI# exists for the specified product code. Since this is an old product code and the UDI requirements were not in place at the time it was marketed. Evaluation statement: the complaint device was received and visually inspected. The lower jaw is broken and was received at mitek complaints. This complaint can be confirmed. However, the lower jaw breaking off completely is suggestive of this device being excessively abused beyond its design intent. This failure can be attributed to user mishandling. A batch record review has been conducted and our results indicate that this batch of product was processed without any incident or anomalies and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that the during shoulder rotator cuff arthroscopy surgery, surgeon had used expressew ii suture passer to pass the suture from tissue but the jaw of expressew ii got broke. Surgeon had used alternate instrument and there is no compromise on surgical output. Procedure was prolonged 30 minutes.